Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak coming from the cycler's cassette compartment during an unknown phase of pd treatment. The patient reported receiving unknown alarms during an unknown phase of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. Upon follow up, the pdrn reported that she was unaware of the reported event. She indicated that records show that all of the patient¿s treatments have been completed since the date of the event. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention since the date of the reported event. The pdrn is unsure if patient has received the new cycler, returned the reported cycler, or has the cycler set available to return. Multiple follow up attempts were performed to request additional information, however, a response was not received.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.